Event description:
The reporter contacted animas on (B)(6) 2012 stating that all keypad buttons were intermittently unresponsive. The reporter noted peeling along the sides of the keypad and stated the keypad was loose, and indicated that the tactile changes had occurred first. The reporter denied any evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no damage was observed to the keypad. The keypad buttons were found to be responding appropriately to presses. The keypad was removed and contamination was observed under all of the button contacts. Unrelated to the complaint, the bolus button was found to be difficult to press. Also unrelated the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.